Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first device fired then got stuck on the cystic duct. The surgeon removed the device by pulling it off, the duct was torn and had to be separated and cut below the tear with laparoscopic scissors. There were not patient consequences. The second device had clips coming out in multiples on top of each other and could not be used. Another device was used to complete the procedure. No adverse consequences reported. (B) (6).

Manufacturer narrative:
(B) (4). (B) (4). Empty. Device b batch # f9j44m; mfg date: 2/18/2009; exp date: 01/18/2014. Broken advancer, malformed clip, orange indicator over traveled. Device c batch # g9jf4u; mfg date: 2/17/2010; exp date: 1/17/2015. Device fired through lockout, jaw or cam interface is disengaged. Device d batch # g9j553; mfg date: 1/11/2010; exp date: 12/11/2014. Jaw or cam interface is disengaged. The analysis results found that device (a) device was received in good visual condition. Upon cycling the device, it was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The analysis results found that device (b) was returned with the tip of the advancer broken. The device was cycled and malformed the remaining clips due to the advancer condition. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. The device locked out as intended but the orange indicator was visible at 12th firing sequence thus, it over traveled. The analysis results found that device (c) was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through and one jaw ramp was disengaged from the cam. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. In addition, possible causes for the jaw disengaged from the cam may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. The analysis results of device (d) found that it was received with one jaw and cam ramp disengaged. This condition would not allow the jaws to collapse in order to form the clips. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
(B) (6).